Manufacturer narrative:
Tvt registry the information was received in a de-identified format from a third-party post-implant device registry ((B)(4)); therefore, it is not known whether the complaint was previously reported to medtronic or the FDA maude database. The information provides only the calendar year of the event, which is reported here as the first of the year. Because the device serial number is not reported, a review of device history records could not be performed. It was not reported whether the device remains implanted or was surgically explanted/replaced. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that an aortic valve re-intervention was performed due to post-implant migration of a transcatheter aortic valve (tav). Following successful device implant, a transthoracic echocardiogram (tte) on day one post-implant showed mild aortic insufficiency and a mild paravalvular leak. A surgical repair or replacement of the device was performed on day five post-implant due to severe aortic insufficiency; whether there was a paravalvular and/or central leak was not documented. It was reported that the patient also experienced a cardiac arrest and unspecified bleeding on the same day as the re-intervention; the timing of the cardiac arrest and bleeding in relation to the re-intervention was not reported. The patient was discharged on day 14 post-implant. A tte during follow-up on day 34 post-implant showed trace/trivial aortic insufficiency, and no paravalvular or central leaks. The patient's previous medical history included a percutaneous coronary intervention, myocardial infarction, recent heart failure and atrial fibrillation/flutter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.